Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the doctor was complaining about the cutters. He tried two cutters of this batch but they didn't work. Additional information: the cutter blade moves so during preparation it is seems okay, but during surgery the cutter doesn't cut although the blade is moving. It is rather chewing without cutting. No problem with aspiration was noticed. There was no injury or medical intervention due to this event. Surgery was delayed around five minutes.